Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The actual sample was discarded by the involved facility. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. After the involved product was placed on the market (from october 2022), we have not received any similar events of the involved product caused by the manufacturing process. Since the lot number was unknown, history investigation could not be performed. In addition, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that after right radial puncture was performed during percutaneous coronary intervention (pci), a wire was crossed inside the left anterior artery (lad). To protect d1, the involved product was used. However, the distal end slipped and perforated the lateral branch. Hemostasis was performed with a balloon and the procedure continued. The procedure was then completed successful and without any problems. The patient was not seriously harmed.